Manufacturer narrative:
Additional information was received that the patients ipg had tilted and was difficult to charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and was having difficulty charging the ipg due to the location of the pocket. The patient will undergo a revision procedure to relocate the pocket and replace the ipg.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and was having difficulty charging the ipg due to the location of the pocket. The patient will undergo a revision procedure to relocate the pocket and replace the ipg.